Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed a background self test timeout." During functional testing, the device was powered on and audio and occlusion tests were performed. The reported issue was not duplicated, however the speaker was found to be corroded and not operating as intended. The speaker was replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date., corrected data: h6: health effects - clinical signs and symptoms or conditions

Event description:
It was reported the device display goes blank and alarms-when turning it off then on it says system failure background test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.